Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported error message and boot up issue; the programmer booted correctly and did not display error messages. Analysis confirmed that the programmer failed electrical safety test; power supply found out of electrical specification. Analysis also found the system fan was noisy and the paper guide on the printer drawer was broken.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error message, would not reboot by switching on and off and continues to fail the electrical safety test. The programmer was returned for repair. No patient complications have been reported as a result of this event.